Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hba1c results is user error. The instrument data indicates an issue with calibrator preparation. Hba1c uses a lyophilized calibrator that is hydrated by the user. The issue was resolved by preparing a new set of calibrators and recalibrating the lot. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated hba1c results were obtained on qc and patient samples. The results were reported to the physician. The pattern of elevated results was detected by the laboratory and qc and patient samples were rerun. Lower results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hba1c results.